Manufacturer narrative:
H4: d4, other is 06/2005.

Event description:
Reporter alleged blood glucose measured 584 mg/dl at 6.36 pm back to back with a result of 183 mg/dl when testing was performed at 6:42 pm on a different set of the same type of test strips. Customer stated when attempting to perform controls testing discovered he did not have the correct control solution to test the system. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.